Event description:
Patient had star total ankle replacement system removed.

Manufacturer narrative:
Additional revised components: star total ankle replacement, talar component, model#: 400-255, lot#: 091204/1569, device MFR date: 05/2010, expiration date: 05/01/2015, date of implantation: (B)(6) 2012, date of explantation: (B)(6) 2013. Star total ankle replacement, sliding core mobile bearing, model #: 400-142, lot#: 0950058, device MFR date: 12/2010, expiration date: 12/01/2015, date of implantation: (B)(6) 2012, date of explantation: (B)(6) 2013. Patient's non-compliance lead to an infection resulting in the removal of the star total ankle replacement system.